Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), im planted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was further reported that the impedances returned to normal and the patient was doing fine.

Event description:
It was reported that there were impedances of >40000 ohms at a surgical implant case on the day of the report. The electrodes # 11 and 12 were out of range and possible causes. It was unknown how many electrodes were affected. It was noted the lead was switched to the other port on the implantable neurostimulator (ins) and still measured "open." The lead was replaced. It was also noted "the surgeon did a quick lead placement, and then a resident connected into the battery" and it was suspected they were jamming into header block. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.